Event description:
On 04/25/2022, it was reported by a sales representative via sems that an ar-623-th ibalance, tka polyethylene trial handle had an issue. During a uka procedure on (B)(6) 2022, the kotter pin came out. Finished the case without incident, all parts were retrieved. No piece broke off inside the patient and the case was completed successfully. This was discovered during use with no impact to the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation confirms the pins near the arthrex logo is missing for both devices. Signs of the weld were found on one side of the device, as designed. The welds of the other pins are cracked. Pin was not returned for evaluation. The device is scratched but there is no sign of impaction. The cause of the event is undetermined. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.